Event description:
Pt was lifted out of the wheelchair with a tempo floor lift and sling. During transfer from the wheelchair to the bath, the connection loop of the leg clip broke, resulting in the pt hanging crooked in the sling. One of the staff assistants caught the pt, called for help and with two others carers, successfully placed the pt into the bath. No fall occurred and no injuries were sustained by the pt. The staff assistant had pain in her back, but this did not necessitate any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the manufacturer bhm medical, inc (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration (B)(4). An arjohuntleigh representative found the sling and the connection loops show a great deal of wear. It has been washed extensively and was determined to have been manufactured in the beginning of 1990. The sling has been removed from service. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The manufacturer is waiting for pictures in order to confirm the info reported. Additional info will be provided following the conclusion of the manufacturer's investigation.